Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, thirty four months post index procedure a stent fracture was discovered. The patient is male, (B)(6). The patient's first surgery was percutaneous transhepatic biliary stent implantation in 2010. There was no stent fracture noted after initial placement. The patient then underwent three chemotherapy treatments. There was nothing abnormal during that period. Recently (twenty days ago), the patient had fever, chills and a temperature of 38.7c. The physician treated the patient with antibiotics. Ten days ago, the patient had yellow sclera again along with skin pruritus. Follow up tests were perfomed and the physician found the stent fracture approximately thirty four months post index procedure. The physician plans to implant a new stent to treat the fractured stent. The patient is stable now. Further action is unknown.

Manufacturer narrative:
Approximately thirty four months after a percutaneous transhepatic biliary stent implantation, a stent fracture was discovered. The patient then underwent three chemotherapy treatments and nothing abnormal was discovered during that period. Recently, the patient had fever, chills and a temperature of 38.7c, treated with antibiotics. Ten days later the patient developed yellow sclera along with skin pruritus. Follow up tests were performed at which time the physician found the stent fracture. The physician plans to implant a new stent to treat the fractured stent. The patient is stable now. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. Fractures of this stent may occur. Fractures may also occur with the use of multiple overlapping stents. In the smart stent, they have been reported most often in clinical uses for which the safety and effectiveness have not been established. The causes and clinical implications of stent fractures are not well characterized. The product was not returned for analysis. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.